Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the initial reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause related to the loose connector shell is related to manufacturing and has been covered under a CAPA. The assignable root cause for the remaining malfunctions found during service were related to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device adhesive joint from the connector shell had come loose, the device was getting hot, the bearings were worn, and there was component damage. It was noted that the red dot on the connector shell partially fell off, and the inner tube was torn in the "swivel" area. It was further determined that the device failed pre-test for visual, temperature and connector loctite. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.